Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, diarrhea, fatigue and poor appetite. The cause of peritonitis was unknown. It was reported the patient was hospitalized. The patient was treated with levofloxacin and ceftriaxone for anti-infection. At the time of this report, the patient was recovered from the peritonitis after 4 days of diagnosis. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported twenty seven days after event onset, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported for twenty days started from the day of peritonitis diagnosis the patient was treated with ceftazidime injection (1g, once daily, intracavity injection, discontinued), piperacillin and tazobactam (4.5g, every 12 hours, intravenous drip, discontinued) and fluconazole tablets (2 tablets, once daily, oral use, discontinued) for peritonitis. After 27 days of event diagnosis (previously reported as four days), the patient recovered from peritonitis. The same day as peritonitis diagnosis, the pd therapy was discontinued. The patient was started on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.